Manufacturer narrative:
Additional information: the detachment occurred in the patients left subclavian vein. No intervention was required to remove the nitrex guidewire / detached component, the physician pulled it out from the skin level. No vessel calcification was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis dimensional verification: the distal portion of the received specimen presented an overall length of 16.7cm, a shaft diameter of .01280¿ to 0.1315¿, a finished coil diameter of .01325¿ to .01350¿ measured at the joints. The proximal portion of the received specimen presented an overall length of 163.7cm. A gage bushing certified to be .0140¿ cannot be passed over the length of the specimen based on the as received condition. Observation findings: the distal portion of specimen presented a ductile, tensile overload fracture of the core wire approximately 16.7cm from the distal tip along with kink damage at 5.6cm. The proximal coil to core wire joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nitrex guidewire for a percutaneous access for biventricular pacemaker placement in the patients left proximal subclavian vein. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. Embolic protection was not used. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. It was reported that part of the wire detached in the patients vessel. The detached component was removed by pulling out. The device was safely removed from the patient. No patient injury reported.